Event description:
It was reported that the patient presented in-clinic with dizziness. Patient went into vf and required re-animation. During interrogation low impedance, possible output circuit defect and several warning episodes were observed. The patient condition has stabilized but is still in ICU.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.